Event description:
It was reported that oversensing due to noise and high impedance were observed. Lead was explanted and replaced.

Manufacturer narrative:
Insulation degradation was noted at 13.3-14.1cm from the distal tip. The silicone insulation was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.